Event description:
A surgeon reports that a detached haptic was noted after insertion of the intraocular lens (iol). He reports the plunger of the delivery system was bent and he feels this was the probable cause of the damage. The pt experienced respiratory arrest during surgery. For that reason, the surgeon was in a rush to finish as quickly as possible. The respiratory arrest was unrelated. Enlargement of the incision was required to accomodate removal and replacement of the iol. The damaged iol was removed and replaced with a non-foldable lens without further complication.